Manufacturer narrative:
The device was returned however the e315 error was not reproduced. The adhesive of the bending section rubber was missing. The bending section cover was cracked and the adhesive part was cloudy. The distal end cover was crushed and burnt. The adhesive part of the objective lens had come off. The objective lens adhesion part was cloudy. The lighting lens adhesion part was cloudy. Flare occurred due to peeling of the objective lens adhesive. Liquid leakage to the scope connector was observed. Peeling of paint was recognized on the suction cylinder. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 (no image) scope error. There were no reports of patient harm associated with the event.

Event description:
The issue was identified during pre-use inspection. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Following fields are updated: date of event and event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 was caused by a failure of the image sensor unit or breakage of the mounting component of the circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.